Manufacturer narrative:
(B)(4).carefusion was able to verify the reported issue. Visual inspection revealed a damaged vent side lemo pigtail. Pin # 4 and #5 were burnt. Carefusion replaced the vent side lemo pigtail and update the fio2 nut to correct the reported issue.

Event description:
It was reported to carefusion that the unit had a damaged lemo adapter and damage to the pins. While in service, it was found that the unit had burnt pins. This reported issue was discovered while in service, so there was no patient involvement.